Manufacturer narrative:
Initial reporter address:(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. Multiple inflations was performed, however, the balloon ruptured at below rated burst pressure. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.